Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during initial drain. The technical service representative (tsr) advised the home patient (hp) that air had entered the setup. The tsr advised the hp therapy ended and he would need to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with the cassette that may have caused the alarm. The hp advised that he was able to resume therapy successfully with new supplies. The hp also stated he notified his nurse of the alarm. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported system error 2240 alarm was not confirmed. The root cause was undetermined. The sample was returned and evaluated with no issues noted. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).